Event description:
Spontaneous report, from north ireland. (B)(4). Initial information received on (B)(6) 2019 from a dentist via authority niaic and on (B)(6) 2019 from authority mhra. This report involved a (B)(6) male patient, with no relevant medical history, who received an unknown dose of lidocaine 2% 1:80,000 (lidocaine with epinehrpine) with a suspect medical device, needle, ultra safety plus (30g 25mm-2.2 ml ; blue) (batch number : #f51069aa and expiry date: mar-2022) on (B)(6) 2019 during a dental extraction under general anaesthesia. On (B)(6) 2019, at 10:45 am, when the dentist was using the suspected medical device ultra safety plus to administer the local anaesthesic by buccal infiltration on tooth #l6, the operator complained that the device disassembled (not locked). Subsequently, the operator attempted to remove the needle, leading to needle fracture within the patient's gum (fracture not at the hub of the device). The fractured portion was successfully removed, no harm to the patient. At the time of this report, the patient had fully recovered. According to the operator, this incident was considered as serious, all reportable incident. Only 1 person and 1 device involved, no sample available for testing due to disposed into sharps bin after use and all devices with the same batch taken out of circulation. No more information available. Causality assessment on (B)(6) 2019 on initial information received on (B)(6) 2019: seriousness: serious (required intervention to prevent permanent impairment/damage). Expectedness: foreign body in gastrointestinal tract: unexpected fr, device breakage: unexpected fr, device issue: unexpected fr. Causality: latency - na. Recognized association - no. Analysis: in this case, the device not locked disassembled during anaesthesia. It was unclear if the needle detached. This may be explained by the way of product use with non-observance of the instructions for use such as a wrong assembly of the device (the device was reported as not locked) or excessive pressure. Then, the needle broke when he attempted to remove the needle. Therefore, pending results of quality investigations, the causal relationship between the device and the events was considered as unlikely but related to way of product use. Dechallenge - na. Rechallenge - na. Concluded causality who: unlikely. In this case, no adverse event was reported, the device separated and broken fragment needle was removed successfully. This case occurred in context of device not locked and attempt of removing the needle from gums which was considered as the most probable etiologies for the disassembly occurrence and needle breakage. Quality investigations are pending but no other claims have been registered on the batch. Therefore, no CAPA is required. Answer to the mhra's request received by email on (B)(6) 2019 about this case (mhra ref: (B)(4)): from (B)(6) 2018 to (B)(6) 2018, the number of devices ultra safety plus sold in UK/gb is 7 428 781 units; and 12 449 198 units worldwide. The first ce-marked was obtained in (B)(6) 2008 and in (B)(6) 2012 for septodont as a legal manufacturer.

Event description:
Follow-up #1 information received on 19-sep-2019 from the quality department and from a sales representative, both by email. Follow-up #2 information received on 24-sep-2019 from the quality department. According to the dentist, the medical device ultra safety plus, unit disassembled during injection with white handle attached, could be due to the fact that the device was not locked which potentially resulted in disassembling, and fracture of the cannula. No sample was sent for testing as it was disposed into sharps bin after use and all devices with the same batch were taken out of circulation by the dentist. Investigation report information concluded as follow: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas were observed during the production of this needles batch. The practician did not return the device. No deficiency was observed during the tests performed due to this complaint (cannula breakage and/or disassembling). After investigation and after the new information received, the cause privileged of this complaint is no conform installation/lock of the device on the handle with disassembling and canula breakage during injection. Consequently, the origin of the complaint was not determinated but possible misuse by the practician could not be eliminated: needle bent before injection and/or high pressure and/or sudden movement during injection. The instructions for use (IFU) of the device are described in the notice. Consequently, a training/resensibilisation of the practioner to the IFU was recommended a follow-up on the training to the good practices. No more information available. Fu#1: additional information provided regarding the investigation report. Fu#2: additional information provided regarding the updated version of investigation report. Casualty re-evaluated on (B)(6) 2019 by (B)(6) on additional information received on 19-sep-2019; causality re-evaluated on (B)(6) 2019 by (B)(6) on additional information received on 24-sep-2019: a. Seriousness: serious (required intervention to prevent permanent impairment/damage). B. Expectedness: foreign body in gastrointestinal tract: unexpected fr, device breakage: unexpected fr, device issue: unexpected fr. C. Causality a) latency, na. B) recognized association, no. C) analysis, in this case, the device not locked disassembled during injection. This may be explained by the way of product use with non-observance of the instructions for use such as a wrong assembly of the device (the device was reported as not locked) or excessive pressure. Then, the needle broke when attempting to remove the device no deficiency of cannula was observed during the tests performed. Therefore, the causal relationship between the device and the events was considered as unlikely but related to way of product use. D) dechallenge, na. E) rechallenge, na. Concluded causality who: unlikely. In this case, no adverse event was reported, the broken fragment needle was removed successfully. This case occurred in context of device not locked which was considered as the most probable etiology for the disassembly occurrence leading to needle breakage when removing the needle from gums. Quality investigations showed the needle was conform to specifications and no other claims have been registered on the batch. Therefore, no CAPA is required. Answer to the mhra's request received by email on 03-sep-2019 about this case (mhra ref: 2019/008/020/228/006): from 01-jan-2018 to 31-dec-2018, the number of devices ultra safety plus sold in UK/gb is (B)(4) units; and (B)(4) units worldwide. The first ce-marked was obtained in mar-2008 and in jul-2012 for septodont as a legal manufacturer.

Manufacturer narrative:
This is the first complaint for a "needle breakage" defect on 19'600 devices sold for this batch and for the 5'265'000 cannulas for the cannula batch: can095-17. The controls done by our supplier and during the production of this batch prevent the risk the assembled device with non-conform cannulas. Furthermore, during the tests performed due to this complaint, no defect was observed on the device tested: no rupture during bending test and rupture force higher than 22n. Without any occurrence on these batches of device and cannulas, and without deviation registered during the production and the supposition of misused by the patrician (no conform installation/lock of the device on handle), the residual risk is judged acceptable. No deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this needles batch. The patrician did not return device. No deficiency was observed during the tests performed due to this complaint (canula breakage and/or disassembling). Consequently, the origin of the complaint was not determinated. We are not able to eliminate a possible misuse by the patrician: for cannula breakage: needle bent before injection and/or high pressure and/or sudden movement during injection. For disassembling : no respect of the IFU about the installation of the device on handle after investigation and after the new information received, the cause privileged of this complaint is a no conform installation/lock of the device on the handle with disassembling and cannula breakage during injection. If the patient is apprehensive, this could have an impact on the condition of realization of anesthesia. The investigation did not permit to find the origin of the complaint, but the privileged origin is practician practices. Consequently, and without any recurrence on this needle batch (207'500 needles) and on the cannulas batches used (5'265'000 canulas for batch: can095.17), no action will be done due to this complaint.